Manufacturer narrative:
Since the product ID and serial number are unknown, the unique identifier (UDI) number cannot be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, an 840 ventilator generated a severe occlusion error message and went into an inoperative state . The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The biomedical engineer looked at the ventilator and reported that the issue was attributed to the expiratory filter.